Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report high blood glucose levels, a no delivery alarm, and a motor error alarm. The customer's blood glucose level was 400 mg/dl. The caller stated the customer was "messing" with her device and it would give her a little bit of insulin and then stop. The caller stated the device was able to rewind. Two other motor error alarms were found in the device history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.